Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient, in her early 20s, underwent an ablation procedure for wolff-parkinson-white (pre-excitation accessory pathway) with a thermocool® smarttouch® bi-directional navigation catheter and suffered st segment elevation requiring cardiac catheterization. Post-procedure, the patient reported chest pain. St elevation was confirmed via 12 lead electrocardiogram. Patient was transferred for a cardiac catheterization to evaluate the coronary arteries on supplemental oxygen via nasal cannula. Chest pain had resolved and the patient was reported to be in stable condition. There is no information regarding cardiac catheterization results, extended hospitalization, or patient outcome. Physician¿s opinion regarding the cause of the adverse event is that it was not related to ablation or the ablation catheter. It was noted that there were no issues with the ablation sites.